Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a urinary sling procedure. According to the complainant, during the procedure, the bladder was perforated. It was also reported that "the trocar was flexing/bending during the insertion of the trocar. This appeared to be occuring near the middle of the trocar (at the point where the proximal end of the dilator tube sits on the trocar)" and that the physician was "unable to place needle". The procedure was completed with this device. There were no other patient injuries and the patient's condition at the conclusion of the procedure was reported to be "stable".